Manufacturer narrative:
Device analysis: the device was returned for engineering analysis and the complaint was confirmed. Disassembly of the device found damage on the insulation of the heater (resistance) wire.

Event description:
It was reported that muscle spasm occurred. Two icerod cx 90 degree needles were used to perform a renal cryoablation procedure. The needles were tested prior to use with no issues detected and performance was as expected throughout the first freeze and thaw cycles. However, at the start of the second freeze the patient experienced muscle spasm. The needles were turned off and operated individually to identify which device was causing the issue. The treatment was completed without patient harm using one needle.

Event description:
It was reported that muscle spasm occurred. Two icerod cx 90 degree needles were used to perform a renal cryoablation procedure. The needles were tested prior to use with no issues detected and performance was as expected throughout the first freeze and thaw cycles. However, at the start of the second freeze the patient experienced muscle spasm. The needles were turned off and operated individually to identify which device was causing the issue. The treatment was completed without patient harm using one needle.